Event description:
As reported the customer stated, "the heating coil was bent. The catheter was in the patient and the generator indicated the temperature was high." Investigation of the returned closurefast on (B)(6) 2014 found a kink and damage to the fep coating of the coil approximately 3cm from the distal tip.

Manufacturer narrative:
A review of the device history records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.